Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user contacted technical support regarding concerns that their insulin pump was not delivering insulin during periods of elevated blood glucose (291 mg/dl). Pt added that they will take outside insulin for lower snacks. The agent reminded the pt that they will have to disconnect from the pump for two hours due to outside injections. The patient was provided education on insulin delivery timing, meal announcements, and device functionality, including the importance of announcing meals based on their personal usual intake and within the system's recommended time window. The agent also reviewed algorithm dose history, demonstrated how to update the device's date/time settings, and discussed the option of a factory reset. The patient was enrolled in additional training and had no further questions at this time.